Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was not working properly, and it was stuck at the 1.5 setting. The neurologist believed that there was maybe some type of biomaterial and was sending the patient to see a neurosurgeon for follow-up.